Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time: (B)(6) 2019]: the instrument channel: enterococcus sp. (1cfu/10ml) and coagulase-negative staphylococci (7cfu/10ml). The air/water channel: enterococcus sp. (13cfu/10ml) and coagulase-negative staphylococci (79cfu/10ml). [Second time: (B)(6) 2019]: the air/water channel: streptococci (16cfu/10ml), coagulase-negative staphylococci (7cfu/10ml), and aerobic spore-forming bacteria (1cfu/10ml) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device had been reprocessed with a non-olympus automated endoscope reprocessor, advantage plus (cantel), using a non-olympus disinfectant (rapicide part a, cantel). The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus deutschland gmbh.(ode). Ode sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the instrument channel and the air/water channel of the subject device. The testing result cleared the german guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.